Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable connector was broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.